Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
(B)(4). Ratchet mechanism without function. (B)(4). Tip of screwdriver shaft broke off.

Manufacturer narrative:
(B)(4). One (1) viper universal poly-driver was returned for evaluation. Visual examination of the viper universal poly-driver at the macroscopic level revealed a fracture at the distal tip of the driver. The second part of the driver tip was returned for analysis. The fractured surface reveals plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. The DHR identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the breaking of tip of the screw driver cannot be determined. However, fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.